Event description:
Additional information received reported that the patient had initially decided not to have the revision because he had lost weight and felt so good. The reporter stated that the patient had since gained weight and wanted to have the revision. The revision was reportedly scheduled for (B)(6) 2013.

Event description:
Follow up reported the revision date had not been scheduled and that it maybe would be after the new year.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had lost stimulation. A few days later, the patient was unable to "get his stimulation up to 9 volts". It was noted that the impedances were recorded between 340 and 379 ohms with electrode 0 as a reference at 0.7v and 1.5v. It was noted that when using 2.0v, the impedances were recorded between 188 and 305 ohms. It was noted that troubleshooting indicated that programming could not resolve the issue at that time. It was noted that the manufacturing representative would "try palpation to help the patient's side effects." It was noted that the impedances had been "more in the 1200 ohms range" prior to the event. No falls or injuries were known to be related to this event, but it was suspected that there could be "fluid in the pocket." Additional information received indicated that the patient had painted his bedroom a week after surgery and the leads moved. An x-ray was taken on (B)(6) 2012, and a lead revision was to be performed at a later date. The patient outcome was not available. Additional information was requested, but not available at the time of this report.

Event description:
Additional information received from the health care provider reported that the cause of the event was lead dislodgement or migration. The leads had migrated out of the epidural space. A lead revision was scheduled for (B)(6) of 2013. There was no patient hospitalization.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n288731, implanted: 2012 (B)(6), product type accessory. (B)(4).